Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim pink display screen was found. There was a cracked from the top of battery compartment to the pump case seal. The keypad was found to be worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim pink display screen. This report is made based on results of investigation completed on (B)(4) 2013.